Event description:
On (B)(6) 2012, (B)(6) emailed that a 12a has broken. On (B)(6) 2012, I had an email conversation with (B)(6). He said that they were working on tooth #31 and that while they were working on the tooth, the clamp broke and shot across the room. He said that it looks to have broken in nearly the same spot as before. He said that the lot number is a little easier to find with the thicker font. He said that no one was injured. I emailed him to ask how many times the clamp was used. He replied: gosh, that's tough. I could estimate we probably do 6 of those teeth per week, we've got now like 5 or 6 of those clamps, so not accounting for rotation, but that they do stay in opposite rooms, it would be anywhere from once a week to 3 times a week. Times how many weeks it's been since you had shipped it to us. Is that helpful? I sent the clamp to him on (B)(4) 2012. That would make the clamp use about 7 weeks.

Manufacturer narrative:
Due to the clamp breakage allegedly occurring during first year of use, the clamp malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. Conclusion: device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." The dentist has stated that no one was injured during the incidencies. Eval summary: clamp style 12a, lot no. V2. One clamp was returned broken. Cause of breakage: customer misuse. There is obvious evidence that the broken clamp was over extended and misused. The clamp was deformed lending to this conclusion. Although the breakage was along one of the lines of the lot number letter v, the actual breakage was likely attributable to misuse, or some other external subjective treatment.